Event description:
The lay user/pt's daughter contacted lifescan in early 2009 and alleged that the pt's one touch ultra test strip vial was damaged. The medical affairs specialist was unable to reach the reporter/pt after several attempts via phone. A letter was sent to the address provided. The alleged issue first occurred the month prior (time unk). As a result of the reported issue, the pt increased his dose of diabetes medication (insulin). It is not known which blood glucose results the pt had obtained on the subject meter/strips. Nine days after original date, "the pt had a diabetic reaction which led to near coma" and was taken to the emergency room. He was tested at the lab with a reportedly very low result (exact result not provided). As for the treatment at the hospital, the daughter stated that he received "multiple" (unk) due to the severity of the nature (however, did not provide any specific details about the treatment received). At the time of troubleshooting, it was verified that the damage on the vial was located at the cap/lid of the vial. This complaint is being reported because the patient had reportedly increased his insulin dosage as a result of the product issue and experienced severe hypoglycemia after the reported issue. The alleged issue was not resolved with troubleshooting. There is no further info provided regarding the results obtained on the meter and the increase in insulin dosage. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.